Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 32 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 3.5x32mm target lesion was located in the severely tortuous and calcified left anterior descending artery. After pre-dilatation was performed by a balloon, a 32 x 3.50mm promus premier drug-eluting stent was advanced for treatment. However, during procedure, the device was unable to cross the lesion smoothly. When the device was removed, it was noted that the stent struts were lifted. The procedure was completed with another of the same deice. No patient complications were reported nad the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 3.5x32mm target lesion was located in the severely tortuous and calcified left anterior descending artery. After pre-dilatation was performed by a balloon, a 32 x 3.50mm promus premier drug-eluting stent was advanced for treatment. However, during procedure, the device was unable to cross the lesion smoothly. When the device was removed, it was noted that the stent struts were lifted. The procedure was completed with another of the same deice. No patient complications were reported nad the patient's status was stable.